Event description:
It was reported to technical services on (B)(6) 2012 that at this procedure today they did a fluoro before and thought they noted clavicular crush and explanted this ra lead. There were no changes in impedance or noise yet. This procedure took place at (B)(6)hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).